Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun, but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).

Event description:
It was reported, that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, and a hemostatic valve leak occurred. It was reported, that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had back bleeding at the hemostatic valve. The caller stated that, this was after being inserted into the body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and that resolved the issue. The procedure continued. There was no patient consequence. Additional information received indicated there did not appear to be any damage to the valve and it did not appear dislodged. The brim cap did not detach and the blood loss was less that 10ml, it was a slow leak. No air entered the patient¿s body.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium had back bleeding at the hemostatic valve. The caller stated that this was after being inserted into the body. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and that resolved the issue. The procedure continued. There was no patient consequence. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in its original place and broken in the star section. A scanning electron microscope (sem) analysis was performed, concluding mechanical damage. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).